Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device touchscreen that was not functioning properly. The issue was identified after users reported that the touchscreen was unresponsive, and the problem was observed every time the device was used. It was reported that the device was not in use on a patient at the time the malfunction was identified. Information regarding any user or patient impact was not provided. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported problem. The customer reported that an attempt was made to calibrate the touchscreen; however, the touchscreen remained nonfunctional. The customer expected full touchscreen functionality, but the device did not respond as intended. Based on the reported malfunction, parts were ordered to address the touchscreen issue. The investigation is ongoing.